Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a system reset error that results in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The serial adapter board was replaced, and the unit was returned to service. The distributor performed a checkout of the equipment and confirmed the reported complaint. The serial adapter board was replaced, and the unit was returned to service.